Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre 2 reader. A freestyle libre 2 sensor replacement device was issued as customer had reported a "replace sensor" message. Due to delivery delay, customer reported she was unable to monitor glucose and lost consciousness. Paramedics were called and transferred her to hospital where she was treated with sugary foods. There was no report of death or permanent injury associated with this event. Please note that a replacement reader was not issued as the reported error message is determined to be a sensor issue.